Manufacturer narrative:
Device evaluation summary: device evaluation of monitor, sn (B)(4) and electrode belt, sn (B)(4) was completed. The devices were fully functional upon receipt. There was no device malfunction. Device mfg date: monitor, sn (B)(4) - 09/2008. Electrode belt, sn (B)(4) - 01/2009.

Event description:
A zoll distributor reported that a (B)(6) male patient passed away on (B)(6) 2014 while in a long-term care facility. The lifevest detected asystole at 12:14:30 on (B)(6) 2014. Two treatments were delivered at 12:15:08 and 12:16:01. The rhythm at the time of the treatments was asystole. Asystole is considered a non-treatable rhythm. Oversensing of small cardiac signal contributed to the false detection. There is no indication that the treatments during asystole caused or contributed to the patient's death.